Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient reported that the programmer was hit by lightening and the socket blew into pieces. The patient did not experience any adverse consequence. The unit would be replaced.